Event description:
It was reported that balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first dilatation. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR: wolverine cb mr, ous 15mmx2.50mm, catheter batch 30308165-054 (from wolverine t/a batch 30388367) was received for product analysis. A visual examination identified no tears in the balloon material. However, when the balloon was inspected microscopically, a pinhole was observed in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the pinhole site, located 1mm distal from the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first dilatation. The procedure was completed with another of the same device. There was no patient injury.